Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and made multiple adjustments in the problem area of the pipetter assembly. The fse inspected tip and plunger clamps, adjusted belt for x-arm movement, replaced the two pole cable, and adjusted tip take up. The instrument was inspected, tested without further problem, and returned to service.